Event description:
Two staff members were transferring the resident from bed to chair. The resident had been lifted and turned in the sling to position towards the chair. She was still over the bed. At this point, the sling became detached. The leg clip came off. The second caregiver was able to cushion the fall. The resident had scrapes and bruises to chin and knee. MFR ref # 9681684-2013-00047.